Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the vessel sealer extend (vse) instrument exhibited jerky motion, with the arm moving approximately 1¿2 mm when energy was activated. The tse explained that some motion during activation was expected due to mechanical engagement during the seal and cut cycles, but the caller indicated the amount of motion appeared abnormal. The tse then troubleshot by advising the user to reseat the drape or replace the instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the abnormal motion issue did not cause any injury/harm to the patient. There were no sealing issues. No further information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The vessel sealer extend (vse) was tested on universal surgical manipulators (usms) 1, 3, & 4, and slight movement was seen upon the starting/stopping of activation, however it was within the normal range of movement for the instrument. The customer was informed of findings. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.